Event description:
Allegedly the patient underwent a left total hip replacement performed by dr. (B)(6) on (B)(6) 2008. On the left side. Plaintiff also allegedly received an a-class head paired with a dnasty® shell and a cocr liner and a stelkast femoral stem. Plaintiff alleged he underwent a left hip revision surgery (B)(6) 2017, performed by dr. Klein, due to an adverse tissue reaction to metal debris, corrosion and resultant metal ions (left).